Manufacturer narrative:
There was no remaining volume of the patient sample available for further investigation. The investigation could not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6). (B)(4).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys tsh assay and elecsys ft3 iii on a cobas 8000 e 801 module. The sample also had discrepant tsh and ft3 results when tested on a cobas e 411 immunoassay analyzer, a cobas 8000 e 602 module, and a second e 801 analyzer used for investigation. The measurements obtained at the customer site were reported outside of the laboratory to a physician. This medwatch will apply to the ft3 assay. Please refer to the medwatch with patient identifier (B)(4) for information related to the tsh assay. Refer to the attachment for all patient data. The sample was initially tested on the customer's e 801 analyzer on (B)(6) 2020. The sample was repeated on a centaur analyzer. The sample was provided for investigation, where it was tested on the e411, e 602, and second e 801 analyzer on (B)(6) 2020. The e 801 analyzer used at the customer site is serial number (B)(4). The e 602 analyzer used for investigation is serial number (B)(4). Ft3 reagent lot number 425531, with expiration date of 31-aug-2020 was used on this analyzer. The e411 analyzer used for investigation is serial number (B)(4). Ft3 reagent lot number 425531, with expiration date of 31-aug-2020 was used on this analyzer. The e 801 analyzer used for investigation is serial number (B)(4). Ft3 reagent lot number 404623, with expiration date of 31-jul-2020 was used on this analyzer.